Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the preparation of the 3.25 x 15 mm nc trek dilatation catheter, the yellow protective sheath was unable to be removed. The device was not used and a second nc trek was then used, without difficulty. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency.